Event description:
On 05/25/2007 the disassembled screws were returned to abbott spine. No add'l info was provided. Requests have been made for add'l info and none has been provided.

Manufacturer narrative:
Investigation is pending. Usage of product is unknown. No info provided to abbott spine.